Event description:
Pt had bilateral augmentation mammoplasty. Pt had drainage, fever, and evidence of infected breast implant. Implant removed via surgery. A significant amount of pus drained from the site during surgery. Note: it should be noted that this implant was implanted at a different facility.